Event description:
Customer reported to beckman coulter, inc. (Bec) that they had failed platelets (plts) on background and noticed the coulter ac t diff analyzer probe was leaking. Customer reported that the leak was not contained in the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the instrument was operational upon arrival. The fse replaced valve vl10, the aspiration syringe and tubing at valve vl9 to resolve the leak. The fse also preformed maintenance. The fse verified the repair and validated the instrument.

Manufacturer narrative:
(B)(4).